Manufacturer narrative:
The device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the bending section rubber was partially missing and there were scratches in the rubber. The internal metal mesh blade, which was covered by the bending section rubber, was exposed and the filament deformed. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The cause of the damage of the bending section could not be determined, but a strong physical stress may cause the damage. Based on the past similar cases, it is known that a strong stress was applied by the interference with the trocar. The operation manual has already warns "never angulate the bending section if it is inside a trocar tube. The bending section may be damaged." " when moving and/or rotating the bending section, confirm the indexes of insertion length. If the bending section contacts at the edge of the trocar tube, damage to the bending section may result."

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that after a laparoscopic surgery procedure, the facility noticed that the bending section rubber of the subject device was partially damaged and missing. It was reported that the facility was not aware of the damage of the subject device during the procedure and the facility could not identify when and where the bending section rubber and the glue were damaged. The fragment of the bending section rubber possibly fell off within the patient.